Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the therapy pcb assembly. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while attempting to perform defibrillation energy testing, the device displayed "abnormal energy delivered". There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the service indicator is present and the device logged an event code in the memory of the device. The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically shorted diode, designator cr30. Cr30 was electrically shorted between pins 5 and 9 which caused the event code, abnormal energy delivered message and the negative portion of the waveform to be missing.